Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed.  The reported problem (therapy electrodes non-functional) has been confirmed.  Upon investigation the interconnect cable was pulled from the strain relief, damaging a pulse wire within the cable.  The root cause for the strained cable and damaged pulse wire was excessive force. No adverse events occurred from the defective electrode belt.

Event description:
A us distributor reported that an electrode belt had non-functional therapy electrodes.